Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported quality check due to lamp failure occurring in less than 500 hours during inspection for use involving an olympus lamp. There was no patient injury reported. ¿